Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a good condition. During analysis, the returned sample was connected to cadd legacy plus and a balance mettler toledo to look for unusual function and the accuracy test was passed successfully. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
(B)(6). Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette was under-infusing medication. It was reported that that the medication was delivered at 3.5 ml per hour and that after twenty-four hours 84 ml would have infused with a volume of 16 ml remaining; however using the cassette more medication remained, sometimes about 30 ml remained. It was reported to have occurred with four cassettes. Reporter stated that the under-delivery side effects such as headache and diarrhea were strong, but no adverse patient effects were reported. Please reference related reports for cassettes and cadd-legacy plus pump: 3012307300-2019-06111, 3012307300-2019-06483, 3012307300-2019-06484, 3012307300-2019-06485.